Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose, a lot of pain in the chest, and she was feeling sick. It was stated that the customer also experienced nausea and vomiting. Troubleshooting was performed. It was stated that the doctor believes the insulin pump was not functioning properly and requested the device be replaced. It was mentioned that the customer's insulin pump was not registering the bolus correctly, and the readings were inaccurate. It was also stated that the customer had bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.